Event description:
It was reported that the multiple altitude alarms occurred. There was no reported adverse impact to customer's blood glucose. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.